Event description:
It was reported that the right ventricular lead exhibited loss of capture due to dislodgement. The patient experience presyncopal. The lead was repositioned successfully. The patient was stable post procedure.